Event description:
A medtronic representative reported that the surgeon was able to complete patient registration successfully, but a warning message appeared which flashed "localizer not connected" intermittently. There was no delay to the case and the surgery was successfully finished with navigation.

Manufacturer narrative:
The electromagnetic filed generator was replaced on the system in the field. After replacement the system performed properly. Suspect electromagnetic field generator (i.e. Emitter) was returned for evaluation and found to be fully functional: the field generator was connected to a test system with the ent application for 48 hours. Instrument verification, tracking, navigation and accuracy with this emitter looks normal. The emitter passed the pegboard testing and flexing the cable did not indicate any intermittent opens. Unable to duplicate reported event.